Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issue with insulin pump. Customer's blood glucose value was 360 mg/dl. The customer was assisted with troubleshooting. Customer reported that they had to change battery more than three times in the last three days. Customer states even after inserting a new alkaline battery insulin pump did not last as it should be and because of that had hyperglycemia as the insulin pump shut down during the dawn. The device will not be returned for analysis.